Event description:
The pt reported experiencing sound quality issues followed by loss of lock with his device. External equipment was exchanged and programming changes were made; however, the problem was not resolved. Surgery to explant the pt's device has been scheduled.